Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was in the ER for an unrelated medical issue and the hcp stated that the patient was stating the ins was off/not functional. The caller went on to report that the patient has had mris at a clinic recently; one on (B)(6) 2019 and on (B)(6) 2019. The caller stated that they understood the MRI guidelines were not followed, specifically the coil type. The caller reported they had a note from someone who scanned the patient during the previous mris. The caller reported that in the note it said the patient stated the device had been turned off three years ago. It was noted that this information was contradictory to what had previously been reported. The hcp stated that the programmer was not present at the moment of the call. Technical services reviewed that even if it was available, they would most likely not be able to definitively say the ins was at end of service. It was noted that based on the patient¿s history, the device was likely at least off. It was reported that the patient has noted the ins was off or at end of service. Again, it was noted that there was contradictory information on what was actually happening with this patient. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins).caller stated ins stopped working 8 years ago (stopped providing stim).there were no further symptoms or complications reported or anticipated.